Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the foley catheter natural removal was confirmed in ward 6b, possible due to balloon breakage. Per follow up information received via rcc on 22jun2026, stated that it was unknown if any balloon rupture occurred.